Event description:
The customer reported that the touchscreen locks up intermittently. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and requested a repair service. The biomedical engineer reported that the touchscreen was replaced, but the issue was not resolved. The biomed is requesting part number for user interface (ui) pcba. Product support provided the customer with the part number. The investigation is ongoing.

Manufacturer narrative:
H10: the biomedical engineer reported that the touchscreen was replaced and after the touchscreen calibration, the issue was resolved. The biomed states that the unit has been working since the touchscreen replacement.